Event description:
It was reported that physician attempted to implant the implantable pulse generator (ipg) however it was unsuccessful for unknown reason. Additional information was received that implantable pulse generator (ipg) showed impedances and troubleshooting were made however impedances will not go away.

Event description:
It was reported that physician attempted to implant the implantable pulse generator (ipg) however it was unsuccessful for unknown reason.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that physician attempted to implant the implantable pulse generator (ipg) however it was unsuccessful for unknown reason. Additional information was received that implantable pulse generator (ipg) showed impedances and troubleshooting were made however impedances will not go away.